Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse genertor exhibited excessive battery depletion. The longevity would be monitored and the patient would be seen in six months.